Event description:
It was reported that in order for the patient to get relief he needed to "have stimulation up very high". It was reported that prior to implant the patient had "5 fusions" and then the implant in 2008, and after the implant another fusion. It was reported that the "sometimes" the patient would feel stimulation more strongly and then would turn or lean and it would could change how he felt the stimulation. It was reported that the patient "fell off a car the previous year and broke three ribs and punctured a lung and was still walking with a cane". Additional information received reported that the patient had been using stimulation "until about 2009" and then he stopped "because he had other medical problems going on". It was stated that the patient currently uses medical marijuana to manage pain and would like to get another stimulator put in that he can use for a couple of hours a day, instead of using it all of the time like he was doing with his other stimulator. It was stated that with the old stimulator the patient would lean forward slightly and he would lose stimulation. If he leaned back then stimulation would come back. Additional information reported the patient was set to 10 volts and when he leaned three inches forward his stimulation would turn off. It was further reported that when the patient would then lean three inches back, his stimulation would come back on as a jolt. It was noted this started shortly after implant as the patient returned to normal activities/movements. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).